Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 20/7/2/100 equalizer¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated however it ruptured at 3 pounds per square inch (psi) at an unknown number of inflation. No patient complications were reported and the patient¿s status was fine.